Event description:
Reportedly, as the instrument was removed from the patient cavity, it was noted that a metal piece was missing. Therefore, the outer sheath was also removed from the patient cavity to retrieve the metal piece. Procedure: laproscopy. Patient status: no patient injury reported.